Event description:
It was reported that the Team HF patient had right ventricular (RV) failure and was placed on inotropes on(b)(6) 2026. They had been on epinephrine 12ug/min and Velletri 0.05ug/kg/min on (b)(6) 2026. There was post-implant RV dysfunction attributed to the Pump. The staff successfully unlocked the device within the Pump and found no ingested material. They were unable to relock it which led to the use of another device on (b)(6) 2026. A Right Ventricular Assist Device (RVAD) was placed on (b)(6) 2026. The patient was unsuccessfully weaned off bypass due to RV dysfunction, and CBP was reinitiated and the planned Tricuspid Valve Replacement was completed. The patient left the operating room off bypass and on inotropes after a closed sternotomy. The patient also experienced acute respiratory insufficiency on (b)(6) 2026 for which a tracheostomy would be performed. On 26Jun2026, the patient experienced pleural effusion, and a right pigtail was placed. The patient then experienced nasopharynx bleeding on (b)(6) 2026. The patient was noted to have elevated renal dysfunction on (b)(6) 2026. This was treated by adjusting the Pump's speed.Nasal packing was done on (b)(6) 2026, as well as an orogastric tube being placed 30Jun2026. The patient had displayed minimal movement off sedation. 1/5 in all extremities were documented up until the afternoon of (b)(6) 2026 and 0/5 was documented at 7PM neurotech. A Computed Tomography (CT) of the Head was obtained which showed 1.7mL right basal ganglia intracerebral hemorrhage without surrounding edema or mass effect as well as right sylvian fissure hyper density. This was noted to possibly represent Subarachnoid Hemorrhage vs hyperdense middle cerebral artery. Heparin was stopped at 11PM on (b)(6) 2026. Neurosurgery was consulted with impression that the patient was not a surgical candidate due to comorbidities. Hepatology was consulted on (b)(6) 2026 which recommended turning down the speed of the LVAD and RVAD to reduce congestion. As of on (b)(6)l2026, all three lab values (total bilirubin, AST, and ALT) remained greater than three times the upper limit of normal. The CT revealed acute left retroperitoneal hematoma in the context of lower filling pressures and escalating pressor requirement. Active extravasation of contrast seen arising from the L4 and L5 left lumbar arteries which were embolized using multiple coils near stasis. On (b)(6) 2026, the patient had an electroencephalogram ordered for worsening ams and persistent right gaze preference. They had multiple seizures on spot and treated with 500mg Keppra and 200mg lacosamide. Management of seizure prophylaxis was continued on (b)(6) l2026.

Manufacturer narrative:
Section A: Patient information was requested from the hospital but not provided.Section D4: Device Serial Number and Lot Number were not provided, and Expiration Date and Manufacture Date (H4) cannot be determined. The Primary UDI Number in D4 is reflective of all available information.No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.